Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19sep2018. It was reported that crossing difficulties were encountered. The target lesion was located in a moderately tortuous coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed proximal stent damage. Synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified proximal stent damage. Proximal struts 1-3 were damaged and bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified a kink on the distal side of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.